Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor. Found the sensor cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.

Event description:
The customer reported via phone call that the sensor was not connecting to the recorder. The customer subsequently removed the sensor from the body and then found that the electrode was missing from the sensor. The customer's blood glucose was unknown. The customer was notified that the missing electrode may have been in the customer's body. The customer later had a test done and verified that the electrode was not in the customer's body. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.